Manufacturer narrative:
Radiographs were not received to determine the initial placement or the degree of migration at the time of the event. Complaint cannot be confirmed. Returned device was disassembled and scratched as a result of the removal. The device meets specifications except for the missing rear screw that was not returned (lost) as a result of the removal. A mechanical malfunction or collapse is not apparent in the subject device. Unknown factors include: patient activity at the time or prior to the event, the degree of spinal instability, patient compliance with postoperative care instructions, or if the patient sustained a fall/impact of any sort. The root cause of the migration is unknown.

Event description:
On (B)(6) 2020 patient received an interbody device at l5-s1. Patient was asymptomatic for approximately 7 months post-operatively, when displayed localized pain in hip and buttock area. Reportedly upon evaluation, the device had migrated posteriorly. Radiographs were not received. Revision surgery was performed on (B)(6) 2021.